Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module needs to be replaced to address the issues. During the evaluation of the device at third-party service center, a "ventilator inoperative " codes were found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issues. In addition of the above evaluation, based on errors 267, 269 and 270, the system pca has to be replaced. Air foam inlet filter will be replaced due to preventive maintenance.